Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: asae/ hematoma: the root cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a patient with a known history of coronary artery disease who presented with acute myocardial infarction and cardiogenic shock and required inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient underwent percutaneous coronary intervention, including stent placement, atherectomy, and intravascular ultrasound. Following the procedure, the reported event was limited to the development of a right groin hematoma. There was no intervention for the hematoma and the patient survived.